Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in aortic position. Approximately 9 years and 2 months later, the patient presents with severe prosthetic aortic stenosis. As per follow-up with the valve clinic coordinator (vcc), the patient was symptomatic, reporting increased fatigue, reduced walking tolerance requiring frequent stops, and bilateral lower-extremity swelling. The perceived root cause of the stenosis could be due to some degree of leaflet thickening from leaflet thrombus, as well as there could be some degree of patient-prosthesis mismatch related to the smaller edwards sapien valves. The patient is planning to undergo a transcatheter valve-in-valve procedure, although a date has not yet been scheduled. According to the medical records, this patient was seen in follow up approximately 9 years and 2 months post implant. The patient reported experiencing worsening fatigue and ble swelling in ankles. An echocardiogram performed at the time of the visit noted a well seated bioprosthesis in the aortic position. Peak and mean gradients across the valve 77 and 44mmhg respectively, av area peak velocity 0.50 cm2 and, trace valvular aortic insufficiency. Discussion was had indicating that the patient needs a valve in valve redo tavr vs surgical valve. Will proceed with work up, schedule a cardiac catheterization, cta tavr and carotid ultrasound.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the event was unable to be determined but may have been related to implant duration, some degree of leaflet thickening from leaflet thrombus, as well as there could be some degree of patient-prosthesis mismatch, patient factors (hypertension, hyperlipidemia, aortic stenosis, peripheral vascular disease), and/or the mechanisms described above may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As per additional information received, the patient underwent pre-dilation with a 23mm non-edwards balloon and a valve in valve (viv) with a 23mm sapien 3 ultra resilia inside the pre-existing 23mm sapien 3 valve. Patient was symptomatic exhibiting shortness of breath prior to viv. Patient remained in stable condition and was discharged home.

Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of additional information indicating that a valve in valve has occurred. Updated b4, b5, g3, g6, h2, and h11.